Event description:
The customer reported that after the procedure the pt fell off the table. The pt received fractures.

Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.